Event description:
It was reported patient underwent custom knee arthroplasty (B)(6) 1995. An alleged revision is needed due to alleged osteolysis of the tibia. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02620 / 02621).